Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements and loss of capture in bipolar configuration. Unipolar configuration had acceptable impedance and threshold measurements, however some noise was able to be reproduced. The lead configuration was reprogrammed to bipolar sensing and unipolar pacing. No adverse patient effects were reported.